Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had visited their dentist and was informed they have developed bone loss and gum disease from the aligners. They now have to go through extensive treatment to prevent losing their teeth. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.